Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be an unsecured back flex which was not secured perpendicular to the appropriate connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected.

Event description:
During baxter's functionality testing it was found that a spectrum pump had no audio output. There was no pt involvement.